Manufacturer narrative:
72404155, 645408001, reservoir 65 ml pc/iz.

Event description:
It was reported that patient was having 10 year old artificial urinary sphincter (aus) removed and elected to have inflatable penile prosthesis (ipp) removed and replaced. No adverse patient effects. Additional information was received. Patient experienced incontinence and atrophy.